Event description:
It was additionally reported that the mobile power unit (mpu) had a v-lock connector on the ac power cord. It was unknown if the power cord became loose at the wall outlet or the back of the unit; there were no environmental factors that occurred that could have caused a power outage to the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the no external power event while connected to a mpu was confirmed based on the data captured in the event log file retrieved from the returned system controller (B)(6). The event log file contained events recorded from july 21 to july 28, 2021. The recorded information revealed the system maintained the set speed with no interruptions with some brief power cable disconnect alarms. The data recorded on july 27 at 20:39 pm revealed that the system controller was connected to a mpu. The associated voltage levels revealed that at 12:36 am the power to the mpu was lost resulting in a no external power alarm. The system continued to operate at the set speed supported by the backup battery for approximately 13 seconds when the power to the mpu was restored and the no external power alarm cleared. The remaining data indicated that the system continued to operate at the set speed with some intermittent low voltage alarms while on batteries until july 28 when at 10:11 am the driveline was disconnected. The data captured at 6:08 pm revealed that the controller was disconnected from the batteries and connected to a mpu with the driveline being disconnected and at 6:42 pm the controller was disconnected from the mpu and forced to sleep mode. The periodic log file contained events recorded from july 18 to july 28, 2021. The recorded data did not add any new information regarding the no external power event while on mpu. A specific root cause for the no external power event captured in the log file was not able to be determined. The mobile power unit serial number (B)(6) was not returned for evaluation. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ describes all alarms, including no external power alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was deceased at the scene. The patient was found on the floor while the patient's controller and batteries were found on the bed. The controller was alarming and the caregiver changed the batteries to the mobile power unit (mpu). The controller had a constant audible red broken heart alarm stating that the driveline was disconnected for 440 minutes. The controller was put in sleep mode. The device operated as expected and the cause of the death was not device related. The cause of death was unknown. The log file showed the pump operating as intended with routine power source changes on (B)(6) 2021. On (B)(6) 2021 the log contains a no external power and low battery hazard events while on the mpu. Mpu appeared to have briefly lost ac power causing the alarms. The controller did switch to backup battery power appropriately during this time. Ac power restored to mpu. On (B)(6) 2021 the pump operated as normal and the white and black cable were switched to battery power. There were then six low power advisories from the black controller cable recorded. The driveline was disconnected on (B)(6) 2021 at 10:11 am. The pump was off and then the controller was shut off. Related manufacturer report number of pump: 2916596-2021-04685. Related manufacturer report number of controller: 2916596-2021-04686.